Manufacturer narrative:
The associated complaint devices were not returned for evaluation. A review of complaint history revealed no prior complaints for the listed lots. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. Product was sterilized according to sterilization release documentation from quality control. Our clinical/medical communicated via email that no relevant supporting clinical information will be provided, and there is no report of the patient's current condition. Therefore based on insufficient information, a clinical assessment cannot be performed at this time. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that a revision surgery was performed due to an infection. The affected knee was irrigated and the insert was replaced with a new one. Remainder of devices were not revised.